Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Evaluation of the provided image shows a bfg with closed jaws and no issues with it could be determined from the image. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic partial left nephrectomy procedure, the surgeon detected that the bipolar fenestrated grasper (bfg) was not closing with the jaws aligned. While trying to close the jaws, a rebound was felt that prevented proper bipolar coagulation. It was also noted that this multi-use instrument was being used for the first time. The instrument was removed and replaced with another bfg to resolve the issue. There was no patient injury.